Event description:
During the shift check, the customer noticed that the lcd on the autopulse platform (sn (B)(6)) was blank except for a black line at the top, with no text on the display upon powering on. The customer stated that the autopulse platform turns on; however, the buttons on the user control panel were not functioning. The customer tried troubleshooting the platform with multiple working batteries, but each produced the same result: no error code. No patient involvement.

Manufacturer narrative:
The customer's complaint about the lcd issue on the autopulse platform (sn (B)(6)) was confirmed during functional testing. The customer reported that the lcd was blank except for a black line at the top, with no text. However, during testing, blurred pixels were observed, and the display remained readable. No black line was noted on the lcd. The root cause of the observed issue was a defective lcd. The customer's complaint about the non-functioning user control panel buttons was not confirmed during the functional testing. The user control panel buttons functioned as intended during testing. The archive data indicated no significant discrepancies. During functional testing and upon powering on, blurred pixels on the lcd were noted, and the lcd was replaced to address the issue. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).